Event description:
It was reported that the patient's driveline was separated at the connector end. A clamshell repair was requested and successfully performed on (B)(6) 2022

Manufacturer narrative:
Manufacturer's investigation conclusion: damage to the silicone, distal-end bend relief near the metal connector of the patient¿s driveline, was confirmed through the account¿s submitted photograph as well as through the onsite evaluation by an abbott technical services representative. It was reported that the patient¿s driveline was separated at the metal connector end. Review of the submitted image revealed break in the outer silicone sleeve adjacent to the tapered portion of the distal-end bend relief where the nipple housing of the metal connector is located on the driveline. The underlying bionate cover was visibly exposed in the photo; however, no wires were observed. Additionally, it was noted that the distal-end bend relief matierial was not separated from the metal connector. The damage appeared to be cosmetic only. A clamshell repair was requested and successfully performed on (B)(6) 2022. The patient remains ongoing on heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(4), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU), rev. C and the heartmate ii patient handbook, rev. C are currently available. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information on how to care for the driveline. Furthermore, these sections address damage due to wear and fatigue of the driveline as well as the how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.